Manufacturer narrative:
The t:slim pump user guide states: "use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 277 mg/dl. During a system check with tandem technical support, a one inch air gap was observed in the tubing. Reportedly, the cartridge was filled with a novolog pen. The customer primed out the gap and resumed insulin.